Manufacturer narrative:
Date article accepted: (B)(6) 2015 circ cardiovasc interv is available at http://circinterventions.ahajournals.org doi: 10.1161/circinterventions.115.002592.

Event description:
Patients were enrolled in a comparison study between ivus-guided group and the angio-guided group. The 402 patients in total (each with a single cto) were enrolled and randomized to treatment after successful guide wire-crossing of the cto lesion. 201 patients treated with resolute drug-eluting stents. After pci, dual antiplatelet therapy with aspirin (100 mg) and clopidogrel (75 mg) qd was used for at least 12 months. In the absence of contraindications, the use of statins and blockers was strongly recommended. It is reported that approximately 12 months post pci, some patients suffered mi, cardiac death,stent edge dissection,stent thrombosis, revascularization and incomplete stent apposition

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.